Manufacturer narrative:
H6-device code 1494: off-label use (acd < 3.0mm). Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo 12.1 implantable collamer lens of -10.50/4.5/090 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. Low vault was observed. On (B)(6) 2023 the lens was explanted and the problem was resolved.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim #: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).